Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a check of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead while the patient was in the intensive care unit for unrelated reasons, upon holding the test button down, shock impedance measurements were noted to be 37, 38 and then 0, 0, 0, 37, 38 and 40 ohms. It was noted that the patient was connected to several external monitors. Technical services discussed the potential of emi from the external monitors and recommended checking again, once the monitors were no longer on the patient. Available information indicates that no further testing has been performed to determine the cause. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed from explant at 185mm from the terminal pin with the rate/sense negative conductor coil extending to 220mm and cables extending to 250mm. Only the proximal segment was returned. Set screw marks were noted on the terminal pin. Resistance and pressure tests were completed on the segment returned to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. No further testing was performed. The field observations could not be confirmed by analysis of the lead segment returned the segment returned passed electrical testing.

Event description:
Additional information was received that the patient passed away two days later. Since it was already confirmed that the patient was in the ICU for reasons unrelated to the device, the subsequent death was also likely not related. Since the call regarding the abnormal low shock lead impedance measurements, there have been no further issues reported. The device and lead were returned and are currently in analysis.